Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found the dingus inside the gantry has skipped a tooth causing the doors to not open or close. The dingus was re-positioned and rotor aligned and the door opened and closed. The only issue outstanding relates to the door close message. Currently the door closed button has to be pressed a second time for it to register closed and expose. The door alignment needs to be corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system is currently closed around a patient and will not open. They tried walking through the emergency door open procedure with the site without success. Imaging and navigation was aborted. There was no patient impact and a delay of less than one hour. Additional information received indicated that they were able to get the unit to open. He found the dingus inside the gantry has skipped a tooth causing the doors to not open or close. The dingus was re-positioned and rotor aligned and the door opened and closed. The only issue outstanding relates to the door close message. Currently the door closed button has to be pressed a second time for it to register closed and expose. The door alignment needs to be corrected. They would return this week to complete the alignment. As it stands the machine is able to be used for cases.